Event description:
The device has been explanted.

Event description:
Patient reported rupture. Later, healthcare professional reported "cap con". Later, healthcare professional reported rupture. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Later, healthcare professional reported "capsular contracture baker grade unknown". Later, healthcare professional reported rupture and no capsular contracture baker grade unknown. This record is for the left side. Device remains implanted.